Manufacturer narrative:
A polarcup trial insert, nav 22/61 (article no. 75023365 / batch no. B69641) was reported due to fracture of the complaint device during surgery, no pieces fell into the patient¿s wound. The device, used in treatment, was returned for investigation. The visual inspection could confirm the reported failure mode. A review of the batch record showed no deviations from the standard manufacturing process. A review of the complaint history revealed no other complaint for the batch in question. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Event description:
It was reported that this instrument broke while being used, while adjusting the implant in position. No pieces fell into the patient's wound and therefore, no pieces left in patient. No backup was available nor required since the device broke at the end of its use. No delay was recorded.